Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the handle is broken apart from device. The investigation of the complained impactor shows clear signs of mishandling. The plastic part was maltreated by forceps, applying excessive torsional force lead to breaking off of the inner. Also string hits with a hammer onto the top of the device are clearly visible. The manufacturing documents were reviewed and no complaint related issue could be detected. According to the documents the device was manufactured according to the specification. The complaint is determined as invalid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation blade (pfna ) jammed, did not turned around during the insertion, resulting in the impactor device breaking. This is report 1 of 1 for (B)(4).